Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
It was reported patient underwent initial hip arthroplasty approximately 20 years ago. Subsequently, a future revision has been indicated due to poly wear. There has been no reported revision to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and osteolysis. The modular head and liner were removed and replaced.